Manufacturer narrative:
(B)(4). Additional information: device was received with the top of jaw in place (was repaired at the site per event description) and with the shaft cover damaged. There were scratches on the electrode which could indicate that the device was possibly fired over a staple or other object. The device was mechanically tested and the jaws opened and closed without difficulty. There were no anomalies noted with the articulation of device. The I-blade does advance smoothly and to end of jaw. There were no anomalies noted with the jaw aperture. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. There is insufficient evidence related to what caused the jaw damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the device's jaws locked on the tissue and required pulling on handles to separate the jaws then it came open. The top jaw was off track and wouldn't allow the device to be removed from the metal trocar. We were able to put jaw back in place and remove from trocar. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.